Event description:
It was reported that the reservoir was leaking at the luer connection and there was moisture in the reservoir compartment. Troubleshooting was performed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.